Event description:
Jjpi was notified that a pt experienced instability when sitting up from from the floor. On re-operation, it was noted that the zirconia hip head, subject of this report, had broken into several pieces. The device was revised. It was noted that this pt had played soccer several times prior to this reported injury, indicating that this activity may have contributed to this reported device failure.